Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the ball bearings are missing from the instrument. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination exhibits signs of repeated use, discoloration and has one each of components 1 and 2 disassembled/missing. DHR was reviewed and no discrepancies were found. This device was subsequently re-designed to account for this failure mode. It was determined that this devices was manufactured prior to this design change. The root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.